Event description:
It was reported there was a possible printer tray issue. The programmer only printed solid on the upper half of the programmer paper. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer could not interrogate; loose ECG (electrocardiogram) connector found on a printed circuit board assembly. Broken left keyboard hinge. Printer prints lighter on lower portion of paper.